Event description:
It was reported that the insulin pump alarmed button error. Customer stated that he was wearing it hanging from the shirt and that he was sweating. Customer's blood glucose reading at the time of the call was 67 mg/dl due to working hard. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.